Event description:
A report was received that a pt had redness over the battery site which extends a short distance over the lead site. Pt was treated with antibiotics and anti-inflammatories, neither which have improved the redness. A culture was taken and there was no underlying infection. The pt is currently being monitored.